Event description:
This event was captured based on review of the article "predictive factors of vascular complications after transcatheter aortic valve implantation in patients treated with a default percutaneous strategy". It was noted in the article that a total of 84 patients were selected to be treated through transfemoral approach. Valve insertion was performed via the right femoral artery in 50 patients (59.5%) and via the left femoral artery in 34 patients (40.5%). Closure access site complications-33: major vascular complications occurred in 17 patients (20.24%). Minor vascular complications occurred in 16 patients (19.05%). Retroperitoneal hematoma-1; dissection-7; perforation-9; leakage-16. Management of vascular complications: conservative treatment -1; endovascular treatment - 32; angioplasty (balloon inflation) -16; stent graft-15; conversion to surgery-1. No additional information is available.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence entered as (B)(6) 2012 as event occurred over the last few years. The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information. Manolis vavuranakis, maria kariori, vassilis voudris, konstantinos kalogeras, dimitrios vrachatis, constantinos aznaouridis, carmen moldovan, constantina masoura, sophia thomopoulou, georgios lazaros and christodoulos stefanadis. (Cardiovascular therapeutics 2013; 31:e46-54): predictive factors of vascular complications after transcatheter aortic valve implantation in patients treated with a default percutaneous strategy.